Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: there was no damage found to the battery compartment or battery cap. The battery cap contacts measurements for height and width were found to be within specification. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump was powered on with an unresponsive keypad and the remaining steps were unable to be verified. The reported ¿intermittent power¿ issue with the pump was unable to be completed due to the keypad failure. The pump¿s cover was removed; moisture corrosion was found inside the pump to the keypad flex/connector, the cgm module and to other components in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there was no physical damage to the pump casing, no moisture in the pump, and the battery cap was able to secure properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.